Manufacturer narrative:
The fenestrated bipolar forceps instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtms); however, the hook moved in the opposite direction. This behavior was observed in the yaw direction and presented on three out of three installs. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from a short input in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, when the surgeon moved her hand left and right, the fenestrated bipolar forceps instrument tip moved up and down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the reported issue occurred with the surgeon's head inside of the surgeon console's high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The issue was observed to be persistent and when the instrument did not work, it was replaced. There was no observed instrument-to-instrument or system arm-to-arm interference during the event. The procedure was completed utilizing a back-up fenestrated bipolar forceps instrument from the sterile stock.